Manufacturer narrative:
The investigation of the subject event is in process; a follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that a piece of plastic was found in the drain screen of the sterilant compartment of their system 1 express. No report of injury.

Manufacturer narrative:
Retain testing was performed on the lot number (719aj07290) of s40 sterilant utilized in the system 1 express at the time of the reported event; no issues were noted and no damage to the cups were observed. The DHR was reviewed and no abnormalities were found. Based on the investigation, the s40 sterilant cup was damaged when inserted into the system 1 express resulting in the reported event. The system 1 express operator manual states (7-1), "caution: do not push the container into the sterilant compartment with excessive force. Never slam the container into the sterilant compartment. Damage to the container may occur." The operator manual further states (9-3), "daily cleaning and checks step 6 check drain screen ensure that the screen is clean. Remove any debris or lint from the screen." There are no other complaints associated with this lot of s40 sterilant. No additional issues have been reported.